Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient experienced random stimulation surging with the battery in a variety of positions and sometimes without changing positions. The rep also reported that the battery pocket because stretched out over the past several months due to significant weight loss. The patient¿s significant weight loss of (B)(6) is a factor that led to the issue. The rep checked impedances and all were normal. The rep turned adaptive stimulation off to assess if surging was a product of that feature since the battery was moving around a lot in the pocket; this made no difference. The rep reported that the battery was replaced. The issue was resolved. No further complications were reported.